Manufacturer narrative:
(B)(4). Concomitant medical products: 42512400710 - articular surface - 63689140, 42540200032 - patella - 64291052, 42500606401 - femoral component - 63946879,and 42557000114 - stem extension - 64358761. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00091 and 0002648920-2022-00086.

Event description:
It was reported that the patient underwent a revision approximately 3 years post implantation due to pain with activities, clicking, and limited extension. During the revision, significant scarring and heterotrophic bone formation was debrided. A new articular surface was placed without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision for pain and limited rom. Extensive scar tissue and heterotopic bone formation were seen on the tibial and patella bone. No infection was noted. No loosening was noted in the x-rays. A definitive root cause cannot be determined. Per package insert, pain and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.